Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. No product was returned for evaluation. Should new relevent information become available, a supplement.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Customer¿s blood glucose level was 124 mg/dl. The customer reverted to an alternate method in insulin therapy.